Event description:
It was reported that the console had low power. There was no patient involvement.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, error 84: ""brick 2 too aged" displayed. The console also entered case saver mode during autotest. The reported low power was confirmed. The fse recommended to replace two bricks to resolve the issue. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: case saver mode is a system state that enables the user to continue using the system safely, however with reduced power capability in instances where there is a technical limitation. Case saver mode is a system state that enables the user to continue using the system safely, however with reduced power capability in instances where the current environmental conditions are not optimal. Power limited: a limitation may be the result of a specific fiber that is used. If the delivered system energy deviates from the commanded parameters by more than 20%, you are notified and can continue lasing following acknowledgment. Following 5 such occurrences in a single session this becomes a fatal error and lasing cannot continue. Based on fse evaluation, the issue could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the console had low power. There was no patient involvement.